Event description:
It was reported that during patient use, the ventilator generated an internal clattering noise. The device did not stop ventilating/cycling, however, the patient was removed from the ventilator and transferred to another ventilator. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). A third party service provider replaced the manifold assembly. The manifold assembly was returned for evaluation. The service engineer evaluated it and verified the reported complaint. The manifold was placed into a test ventilator. The test unit was power cycled and noise was observed during testing. It was removed and inspected for physical damage. The diagram was worn out.

Manufacturer narrative:
(B)(4).